Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough info was provided to complete a DHR review for the cartridge lot. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a pt experienced halos, glare, reflection, which caused problems driving at night following an intraocular lens (iol) implant procedure. The surgeon indicated the pt experienced dysphotopsia also. The lens was exchanged with a monofocal lens. Additional info was received from a nurse which indicated the pt's symptoms have resolved with the lens exchange procedure.